Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the tension was not held on the delivery system during the slow inflation and contributed to the valve being deployed in a too-ventricular position. This malposition likely caused the observed paravalvular leak. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure.

Event description:
As reported through our canadian affiliate, during a transfemoral procedure, the 26mm sapien xt valve was deployed in a too ventricular position resulting in a paravalvular leak (pvl) requiring deployment of a 2nd valve. As reported, the valve was aligned and advanced into the annulus and positioned 70:30 aortic/ventricular but landed 90:10 ventricular/aortic resulting in significant pvl. The valve was deployed under very slow inflation. The patient¿s blood pressure was less than 50mmhg but stable. The 2nd valve was deployed 3mm more aortic (70:30 a/v) and pvl was graded as trivial. The bp improved to 100mmhg systolic. The patient was stable after the procedure. Per report, post procedure, the perceived root cause was the tension was not held on the delivery system during the very slow inflation. The valve drifted more ventricular.